Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had never experienced therapeutic benefit. The patient stated they had been seeing their healthcare provider on a regular basis because they had a recurrence of infection. Patient stated they assumed the infection would override the device. Clarification revealed that the infection was overriding the stimulation because when they first got it, it worked for a couple of days, then stopped. The patient changed programs, it started working for a couple of days, then stopped. Patient stated the latest approach was to rotate through programs. Patient stated the infection had been recurrent and must have been going on prior to implant or at the same time as they got the device. They were being treated at the time of implant or shortly prior to it. Patient was advised to follow any directions previously provided by their healthcare provider. Patient reported they had an appointment scheduled for the day of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor it was reported that the patient was having a lot of leakage and would like to know what setting they should have. The patient also stated they may have developed an urinary tract infection (uti). Patient stated the first two day of the implant they were getting good relief. Patient had access to programmer, had the ability to adjust stimulation, and stimulation was shown to be on. Patient was at 1.6v and increased to 1.9v. Patient stated they were not feeling stimulation sensation but they were feeling something on the rectum area, but thinks that¿s their normal function. Patient also stated they were getting less than 50% relief. There were no further complications reported.